Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a procedure the physician discovered the l4 lead migrated. As a result, the physician explanted and replaced the l4 lead. In turn, effective therapy was established post operatively.